Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The customer was unable to verify the lot number, therefore, the DHR could not be performed. Trending analysis by lot number could not be performed as the lot number could not be verified. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was removed from use per the facility. The assignable cause of the issue cannot be determined. It is unclear whether the issue was solely related to the unit. However, based on the information provided, this could be the likely cause. Because the lot number could not be verified, functional analysis could not be performed. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100, lot number - the correct lot number is 110506-01.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad&#59395;hemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00167 and 2084725-2016-00168.